Manufacturer narrative:
The customer did not provide a reference result. The accuracy of customer's results could not be determined without additional information it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, retain testing was performed. Retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Unable to determine root cause from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller reported an unexpected high inratio result. The result was as follows: (B)(6) 2015: inratio=6.7; no alternate test method performed the patient self tester's therapeutic range is: 3-4. Tech service rep contacted distributor and obtained two additional inratio results that were reported on (B)(6) 2015: 2.2 and 2.7.